Event description:
It was reported the insulin pump had alarmed no delivery. Customer's blood glucose was unknown. Customer was advised to fill cannula with five units. Bolus speed is set to quick. Troubleshooting was only performed. Customer is not returning the device to undergo further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.